Event description:
The customer stated that the central monitoring system (cmb) lost some waveforms and parameters after installing a new vital signs monitor. They stopped monitoring the new vital signs monitor on the cns and everything was back to normal.